Event description:
The pt received his scs system including a paddle lead on (B)(6) 2006. It was reported that after a fall, the pt experienced a significant change in impedance levels and was no longer receiving stimulation. The system was replaced on (B)(6) 2008. The explanted lead was returned for eval. Follow up on the pt found that no further issues have been reported. No further info is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead severely kinked with all wires broken. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.